Manufacturer narrative:
(See scanned pages).

Event description:
The patient was due for a pump refill in 2007. When the medication arrived at the hospital, it was found to be out of date and could not be administered to the patient. The patient was then admitted to the hospital and oral medication was administered. The physician attempted to refill the pump on four days later, and the patient deteriorated shortly afterwards becoming cold, clammy and hypotensive. The patient was transferred to another hospital ICU. This was the first time, this physician had filled the patient's pump. It would appear that a pump update did not occur at refill as the last recorded change was approx three months earlier. The pump reservoir showed 0 mls. The primary drug entered into the pump was clonidine and it was on this concentration that the overall daily dose calculation was based. It was therefore difficult to calculate the daily morphine dose however this was calculated out using the demonstration mode of the programmer to determine the morphine dose, which in turn was as per the usual dose given as there had been no actual change to the pump programmer. The drug sticker in the patient notes stated that a mix of 90 mg morphine and 19 mg of clonidine in normal saline 0.9% total of 18 ml were used. The hospital pharmacist was also on hand at the bedside and stated that she had checked with staff in pharmacy and believes that no error occurred in the mixture. The pharmacist also stated that this was the mix that has been used for some time and the refill is usually undertaken at the pain clinic. Whilst in ICU, the patient was given gabapentin, clonidine and naloxone. The patient was intubated and sedated, however was agitated and moving her legs and arms whilst being given one on one nursing care. The medtronic clinical specialist spoke with the physician who also checked the patient's pump site and the access port. There were also 2 nursing staff and an rmo present. It was pointed out that the port was in the middle of the pump, and of note there were several small puncture marks near where the middle of the pump appeared to be and one nearer to the side of the pump. There was no attempt to access the port at that time. The physician questioned the possibility of 1) a leaking pump, 2 an intrathecal or subdermal dose of the total drug, and noted the patient did not have pinpoint pupils. A readout was done at the bedside around 9:30 and on consultation with staff and the physician, the pump was stopped. The pump volume was checked on two days after the original date, and only 1 ml was found to be in the pump reservoir. The patient was extubated and was conscious at that time but remained in ICU at the time of this report.